Event description:
It was reported by the customer, a routine microbiological culture was performed on the channels of the evis exera iii gastrointestinal videoscope. On (B)(6) 2021, the scope tested positive for twelve (12) colony forming units (cfus) of revivable mesophilic aerobic flora and less than one (1) cfu of enterobacteriaceae, enterococci, pseudomonas aeruginosa, pseudomonas, stenotrophomonas maltophilia, acinetobacter, staphylococcus aureus, candida, and filamentous fungi. On (B)(6) 2022, the air/water channel tested positive for twenty-two (22) cfus of revivable mesophilic aerobic flora. The biopsy channel and the auxiliary channel tested positive for one (1) cfu of revivable mesophilic aerobic flora. The suction channel tested positive for less than one (1) cfu of revivable mesophilic aerobic flora. The air/water channel, auxiliary channel, and suction channel also tested positive for less than one (1) cfu of enterobacteriaceae, enterococci, pseudomonas aeruginosa, pseudomonas, stenotrophomonas maltophilia, acinetobacter, staphylococcus aureus, candida, and filamentous fungi. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Five (5) cfus of gram-positive bacteria and coagulase-negative staphylococci were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. Precleaning was performed without the air/water cleaning adapters within five (5) minutes with aniosyme detergent and albyn medical scope clean brushes. The channels/distal end were brushed until no more debris was found on the brush. The channel was irrigated/flushed with detergent. The biopsy valve, air/water valve, and suction valve were brushed, manually cleaned, and reprocessed in an automatic endoscope reprocessor (aer). The water bottle was not disinfected. Manual disinfection was not performed. The aer used was from olympus along with endodet detergent and endodis disinfectant. The cycle was three (3) cleanings and disinfection. The scope was stored vertically in an olympus storage cabinet with drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where the bending section rubber glue was worn out. Bending section rubber glue lifted. Insertion section scratched. Insufficient angulation up and left. Angulation in right direction is larger than standard. Scratches on the image. Preventive maintenance: biopsy channel worn: no malfunction reported .(coloring/scratch noticed inside the channel). Channel cleaning brush passage using nj4072 is correct without feeling any difficulty. All channels are clean and free from foreign material. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.